Manufacturer narrative:
E1 full name: (B)(6) medical center. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reported event was confirmed. Although it was not possible to determine the cause of the incident from the information obtained, it is likely that a high-energy treatment device (such as a laser or high-frequency device) was used without ensuring a sufficient distance from the tip. The reported event is detectable and preventable by handling device in accordance with the following IFU. Gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope distal end cap burned. There were no reports of patient involvement.